Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between four (4) titanium adapters and the patient¿s peritoneal dialysis (pd) catheter. The connection between the titanium adapter and the pd catheter was loose and would fall off. The transfer sets were connected to the adapters when the adapters would disconnect from the pd catheter. The titanium adapters were replaced each time. There was no patient injury or medical intervention associated with this event. No additional information is available.